Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While preparing a 2.50x38mm promus element ¿ long drug-eluting stent for use, after the physician removed the stent cover, it was noticed upon inspection that the stent was "half-hanging" off the balloon. The procedure was completed with another of the same device. No patient complications were reported.